Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited low out-of-range pacing impedances on the right atrial (ra) lead measuring from less than 200 to greater than 300 ohms when programmed in numerous configurations. Subsequently, the patient went a revision procedure and the system was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess the inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited low out-of-range pacing impedances on the right atrial (ra) lead measuring from less than 200 to greater than 300 ohms when programmed in numerous configurations. Subsequently, the patient went a revision procedure and the system was explanted and replaced successfully. No additional adverse patient effects were reported.